Event description:
The following was reported to davol: it was alleged that in (B)(6) 2011 the patient was implanted with a bard perfix plug for repair of an inguinal hernia. Allegedly the patients left inside of his thigh is numb and he has had 5 local cortisone injections since then to make him feel more comfortable. It has been further alleged that since (B)(6) 2013 the patient has been in severe pain and he had to give up his job in (B)(6) 2013. Reportedly, he is on tramadol and slow release morphine to deal with the pain and he had an MRI of his lower spine and the hernia site but nothing points to anything being wrong mechanically.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. It has been alleged that following implant of a bard perfix plug an unknown patient has experienced severe pain. Attempts to gather additional information were made, however the report source declined to provide patient contact or additional information. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. This MDR includes all patient, event, and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted